Event description:
For years now, I have had increasing problems with my periods being heavier than normal, and lasting longer than normal. I have reported this to my dr on several occasions, each time to be given a birth control pill to try to see if it helps the symptoms. I have been experiencing night sweats to the point I wake up to my clothes, and bedding being soaked. I have headaches more days than not, for no apparent reason. Some last for days despite taking ibuprofen or tylenol. I have had cysts on my ovaries, as well as pain during sex, that has not been an issue before I had this implanted. I also have experienced skin lesions on my face, that resemble those involved with lupus, as well as symptoms involving pain in my thyroid. I have also had labs that show hypoglycemia, and I have been having dizzy / lightheadedness along with floaters in my eyesight from this.